Event description:
A trilogy evo was returned to a third-party service center due to a service required alarm condition. There was no harm or injury reported. The device was not in patient use. During the evaluation a pressure sensor mismatch alarm condition was observed in the device's downloaded event log. The device's machine flow sensor was replaced to address the issue. No contamination of the device was noted. The device was tested and passed all final testing.

Manufacturer narrative:
The reported failure of a pressure sensor mismatch is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: review of the DHR for this device, serial (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction identified in this complaint record during testing of the device prior to distribution.